Event description:
It was reported during a doctor's appointment the patient (B)(6) advised stimulation had become weaker. The patient reported she was unable to increase the amplitude and was not receiving adequate pain coverage. Interrogation of the system revealed high impedance values. X-rays confirmed a fracture in the left scs lead tail. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.